Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. The product reported was manufactured by supplier (vyaire) and manufacturing information was requested. The supplier conducted a DHR review and no issues were found during the manufacturing of the reported lot. A root cause could not be determined as a sample was not available for investigation.

Event description:
It was reported that the bd male ll adaptor experienced device damage while still considered operable. The following information was provided by the initial reporter: received information that prior to use of a custom tubing pack, the customer reported that the arterial filter purge line had one end broken off when the pack was opened. There were no outward signs of damage to any of the packaging. Use of the device was continued. There was no adverse patient effect. Additional information received indicates that there was no damage to the packaging (outer box, inner packaging or sterile barrier), no other devices in the same box were damaged, there was no damage to the filter media (breaches /hole/tears in filter material and no visible air in the system/tubing).

Event description:
It was reported that the bd male ll adaptor experienced device damage while still considered operable. The following information was provided by the initial reporter: received information that prior to use of a custom tubing pack, the customer reported that the arterial filter purge line had one end broken off when the pack was opened. There were no outward signs of damage to any of the packaging. Use of the device was continued. There was no adverse patient effect. Additional information received indicates that there was no damage to the packaging (outer box, inner packaging or sterile barrier), no other devices in the same box were damaged, there was no damage to the filter media (breaches /hole/tears in filter material and no visible air in the system/tubing).

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd male ll adaptor experienced device damage while still considered operable. The following information was provided by the initial reporter: received information that prior to use of a custom tubing pack, the customer reported that the arterial filter purge line had one end broken off when the pack was opened. There were no outward signs of damage to any of the packaging. Use of the device was continued. There was no adverse patient effect. Additional information received indicates that there was no damage to the packaging (outer box, inner packaging or sterile barrier), no other devices in the same box were damaged, there was no damage to the filter media (breaches /hole/tears in filter material and no visible air in the system/tubing).

Manufacturer narrative:
The following fields were updated due to additional information: h5: imdrf annex c grid: c13. H6: investigation summary a photo was provided for investigation of this defect. In the photos, the defective set can be seen and it was observed that one end of the set is broken. The customer complaint was confirmed. The product reported was manufactured by supplier (vyaire) and manufacturing information was requested. The supplier conducted a DHR review and no issues were found during the manufacturing of the reported lot. A root cause could not be determined as a sample was not available for investigation.